Event description:
Details of this complaint have been retrieved from a medical report that was provided in relation to a separate complaint. No other complaint details have been provided to date ((B)(4) 2014). The complaint details as per the medical report were as follows: "length of the stenosis ca. 4cm. Duodenal mucosa behind the stenosis appears normal. A wire guide is placed through the stenosis into the downstream intestinal loop. Then a 6cm long cook metal stent (duodenal stent) is introduced over the wireguide through the stenosis and placed. No problems when opening the stent slowly, up to the point of no return. Upon further opening the stent pulls into the poststenotic duodenum and positions itself there. Termination of procedure. Assessment: stent placement without success. Gastroscopy (B)(6) 2013: the pre-implanted stent has migrated aborally." Pt outcome details are as follows: for the info provided in the medical report, it appears that no immediate action was taken as a result of stent migration on (B)(6) 2013. Another stent was successfully implanted in the pt on (B)(6) 2013. The pt was discharged from hospital in a much improved condition later that month.

Manufacturer narrative:
This complaint event meets the reporting criteria of an FDA MDR report as the initial info reviewed indicated stent migration is possible. This complaint is deemed reportable based on the established reporting precedence for stent migration for this product family regardless of pt outcome. Note: details of this complaint have been retrieved from a medical report that was provided for a related complaint. No other complaint details have been provided to date ((B)(4) 2014). The complaint info taken from a medical report provided was as follows: "introduction of endoscope into upper oesophagus mouth with no complications. Slow advancement through the oesophagus, mucosa looks normal. Normal oesophago-cardial transition. In the stomach the mucosa looks normal, 1 litre of fluid are suctioned out of the stomach. Distinct stenosis of the pyloric orifice, however, it is possible to pass it with the endoscope. In this position the pylorus appears edematous/stenotic, so does the duodenal knee. Length of the stenosis ca. 4cm. Duodenal mucosa behind the stenosis appears normal. A wire guide is placed through the stenosis into the downstream intestinal loop. Then a 6cm long cook metal stent (duodenal stent) is introduced over the wireguide through the stenosis and placed. No problems when opening the stent slowly, up to the point of no return. Upon further opening the stent it pulls into the poststenotic duodenum and positions itself there. Gastroscopy (B)(6) 2013: the pre-implanted stent has migrated aborally." The device has not been returned for evaluation; therefore a document based investigation was carried out. Images were provided for a related complaint where stent placement was repeated on (B)(6) 2013 with success. A summary of comments received from the relevant engineer on review of these images were as follows: there are no images available for the date of placement of this stent ((B)(6) 2013). It seems that the images provided (from (B)(6)) show this stent in duodenum. It looks to be completely intact and is fully expanded. The complaint description seems to indicate the stent migrated during the stent placement procedure. Stent migration is a potential complication of this procedure. The stent length chosen 6cm seem short compared to the stenosis length 4cm. The IFU recommends to use a longer length stent for that size stenosis. Migration is a known potential adverse effect as per the instruction for use. From the info provided in the received medical report, a 6cm long metal stent was used and the length of the stenosis was 4cm. As per the instructions for use that accompanies this device, ifu0053-7 "selection of stent" section recommends: "a stent length of at least 4cm longer than the stricture is recommended (eg approximately 2cm longer at either end of the stricture.)". Therefore, the recommended stent length for this 4cm length of stricture would be the 9cm duodenal stent rather than the selected 6cm that was placed. As the device has not yet been returned and images were not provided for review of the position of the deployed stent we cannot conclusively determine the cause of this complaint. However, it can be stated that the optimum stent length was not selected for this stricture as the stent was only 2cm longer than the stricture. This can potentially lead to stent migration as the stent would not have as much anchorage as it would have had if a stent of at least 4cm longer than the stricture was selected. The customer complaint could be confirmed based on customer testimony. As the lot number was not provided; it was therefore not possible to establish if there were any devices from the affected lot number in stock at the time of the complaint investigation. Prior ro distribution evolution devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for the evo-22-27-6-d device involved in this complaint could not be performed as the lot number was not provided. Evolution duodenal stent systems is used in palliative treatment of duodenal or gastric outlet obstruction and duodenal strictures caused by malignant neoplasms. From the info provided in the medical report, it appears that no immediate action was taken as a result of stent migration on (B)(6) 2013. Another stent was successfully implanted in the pt on (B)(6) 2013. The pt was discharged from the hospital in a much improved condition later that month. Complaints of this nature will continue to be monitored for potential emerging trends.